Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the cadd cassette triggered a downstream occlusion alarm on the pump. The product was not administered to the patient. There was patient involvement, and no patient harm/adverse event reported. \